Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 625 mg/dl. It was stated that the infusion set had come off the insertion site, and when attempting to insert a new one, the insulin pump kept alarming no delivery. Troubleshooting was performed, and the insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent overnight, and further troubleshooting will be conducted after receiving it. Nothing further was reported.